Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report unexplained low and high blood glucose levels. The customer's blood glucose level ranged from 331 to 481 mg/dl. The customer treated with a bolus. During troubleshooting, the customer saw 2 large air bubbles in the reservoir. The customer got rid of the air bubbles. The customer stated that she put the insulin in the fridge and did not let them get to room temperature before use. The customer performed the high pressure test and it passed. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer's reservoir and infusion set were replaced, and the infusion set was returned for analysis. The insulin pump was not replaced or returned.